Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead connected to the atrial port exhibited high lead impedance and noise. The noise could not be reproduced with pocket manipulation. The patient would continue to be monitored closely.